Event description:
A 6060 pump was set in the pca mode to do an epidural infusion of fentanyl, at a rate of 10ml/hr with a 2ml bolus every 30 minutes, security level 3. The pt primed the set, and then hooked self up. As soon as the infusion was started, the pump displayed a rate of 910ml/hr. The pt immediately disconnected self from the pump, and called the nurse. There was no negative impact to the pt or medical intervention required.